Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was "high" and the customer experienced an elevated ketone level described as dangerous by the healthcare provider. A manual injection was administered to address. A supply change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.